Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system explant due to infection. During the procedure, they disconnected the competitor device from the leads, and the competitor right ventricular (rv) lead was explanted with the competitor stylet. The competitor stylet was then inserted into the bsc ra lead, and resistance was encountered. It could not be inserted completely, and when some force was applied to insert the stylet further, the lead broke at the site of resistance. The stylet was inserted into the fragment of the lead, the helix was retracted, and it was removed from the patient. The physician suspected that this lead broke because it had less strength than it should have. The procedure was completed without any adverse patient effects.

Manufacturer narrative:
Upon receipt, the proximal segment of lead was thoroughly inspected and analyzed. The segment was measured to be 32.7 centimeters in length. Visual inspection of the severed end of the segment (i.e., opposite end of the segment from the terminal pin) found that the conductor coils and approximately 3/4 of the insulation appear to have been cut. The remaining 1/4 of the insulation at this site appears stretched and torn. Also, the conductor coils in the location of the damage insulation are intact and do not exhibit any separation between the coils. . As a result, there is no evidence that the tear at this site was due to the stylet perforating the insulation because previous experience has shown that when a stylet pushes through the conductor coils to the outer insulation, the conductor coils become separated in the location where the stylet pushed through. However, as described above, there was no evidence of this type of conductor separation on the returned lead segment, suggesting that the insulation cut and tear were not induced by the stylet. The section of lead was also examined with the aid of a scanning electron microscope (sem) and it was confirmed that the damaged insulation was cut and torn; no other type of damage was identified. This sem analysis suggested that the lead insulation was first cut (with a tool and not the stylet) and the remaining intact segment of the insulation tore away following the cut. Resistance testing also verified the conductor coils within the segment of lead were continuous; no fracture was detected. Manufacturing records were reviewed and this lead passed 100% of pre-shipment testing. Additionally, sample groups of this family of leads are periodically tested for acceptable axial load durability and if leads were to fail that testing, they would not be distributed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. A non-boston scientific competitor stylet was returned inside the segment of the lead. Blood and body fluid were noted on the outside and inside of the lead lumen. On the severed end of the lead, the insulation had been cut approximately 3/4 of the circumference and it was stretched and torn on the other 1/4 of the circumference. Indents and puncture holes were noted in the insulation 60-61mm from where the terminal pin would have been on two sides of the lead, which suggests that the damage was likely from a grabbing tool. The conductor coils were deformed along with indents and puncture holes in the insulation 67-68mm from where the terminal pin would have been, which also suggests this damage had been done by a grabbing tool. The stylet insertion test, resistance, and pressure tests were not performed. The electrical continuity was tested on the returned portion, and the lead passed. The reported observation from the field could not be confirmed.